Event description:
Pt complained of pain in her right knee. Physiccal exam aided by radiographs strongly suggested patella problems. Joint spacce was opened. This revealed a worn primaary patella. The lateral surface was compromised. The primary patella was removed. The bone stock was re-sected and the original cement an all poly kinematic dome patella in place. Other components were inspected and judged to be satisfactory. The joint sspace was closed in the appropriate manner and the pt received customary care. The surgery was uneventful and proceeded with predictable outcome.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.